Event description:
Customer reported a malfunction on the pump with a specific malfunction code displayed. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the same malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support if any issues reappeared.